Manufacturer narrative:
The reported event of rn thought the pump was infusing at incorrect rate could not be confirmed. No product or event logs have been returned for this investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a pump was programmed correctly but the nurse thought the pump was infusing at an incorrect rate. No report of patient harm.